Event description:
One day post treatment with juvederm ultra in the forehead, the patient had an allergic reaction. Assessment by the physician noted bright red skin, which started at injection site and moved upward on the forehead. The skin was broken open and had fluid oozing out. The physician prescribed oral prednisone. Follow up information noted the patient now has healed at the treatment site but has a small scar. The physician reported an allergic reaction diagnosis stating that this was not a vascular event.

Manufacturer narrative:
Please note corneal industrie is awaiting assignment of FDA registration number. A device history report has been requested. Allergan will forward the information via a supplemental medwatch.